Event description:
This event involved a patient who experienced a low flow alarm event approximately three months after heartware lvad implantation. The patient exchanged the primary controller for the back-up; however, the low flow alarms persisted. The patient went to the local ER where lab work appeared to be within normal limits. The vad had normal sounds (by auscultation) as well. The patient then was put on heparin drip. The patient was asymptomatic during the reported event. The physicians are considering potential lvad exchange.

Manufacturer narrative:
The product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4) in relation to the reported event. This included labeling/instructions for use, clinical evaluation, log review/analysis and review of manufacturing documentation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event of low flow was confirmed via review of the controller log files and is suggestive of possible occlusion. The patient was reported to be asymptomatic and was placed on a heparin drip. CT scan revealed a questionable thrombus in the outflow graft. The patient improved and was discharged home on the originally implanted device. Based on the limited information provided, there is no evidence to suggest that the reported event relates to a device defect. Product not available for return.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.